Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. Product ID: 3487a-33, lot# j0417758v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0406537v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s healthcare professional (hcp) had a manufacturer representative (rep) come in and adjust the ins. It turned out that the 2 leads out of 4 were bad. The patient stated the rep adjusted it to work. They had to adjust it because they were getting more right side pain in their leg. They could feel it a little bit on the left side but then it stopped and they were not getting it. The patient stated the rep adjusted it so it would be equal. The patient requested an antenna because they never got one. A replacement antenna was sent. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that nothing out of the ordinary caused the bad leads. The patient provided their weight at the time of the event. No further patient complications were reported as a result of this event.